Manufacturer narrative:
The intraocular lens was not implanted. Device evaluation: the returned pcb00 device was received inside the original box. The plunger was observed almost advanced. The pcb00 device was observed under the microscope and scarce amounts of viscoelastic residues were observed in the cartridge tip and tube. The direction for use state to completely fill the viewing window of the pcb00 with viscoelastic. The lens was observed between the cartridge tube and tip and was delivered. The cartridge tip of the device was observed with a broken edge on the tip. It could be have been caused with the cap protector after opening. After delivered, the lens was observed under the microscope and no damages were observed. The complaint was verified; however, due the condition of the lens it could not be linked to the manufacturing process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) covering felt sharp. There was no patient contact. Follow up communication with the customer revealed that the front part of the cartridge in the preloaded device was rough and sharp; therefore, the doctor did not use it. No additional information was provided to johnson and johnson surgical vision, inc.